Event description:
The customer reported obtaining "no fluid detected" and "out of reportable range low" errors when running quality control (qc) involving the unicel dxc 600i synchron access clinical system. The customer reported obtaining two erroneously low cholesterol and triglyceride for 2 patient samples; ast (aspartate aminotransferase), alt (alanine aminotransferase) and bun (blood urea nitrogen) results were also affected but the results were suppressed (no numerical result) and flagged with "out of reportable range low" messages. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. No other analytes were alleged erroneous by the customer. The customer provided cholesterol qc data which was within the laboratory's established range at the time of the event. No calibration issues were noted. Beckman coulter field service engineer (fse) was dispatched and determined that the sample mixer paddle was scratched and the reagent probe a level sense bead had failed. The fse proceeded to replace the sample mixer paddle and the reagent probe a level sense bead. Repairs were verified per established procedures and results met published specifications.

Manufacturer narrative:
Results: sample mixer paddle and reagent probe a level sense bead.